Manufacturer narrative:
(B)(4). Unit received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to the missing retainer. Unit also received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Finally the s/n label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked.

Event description:
It was reported that the customer was swimming. Customer¿s blood glucose level was unknown. There was no damage to the insulin pump. The insulin pump will be returned for analysis.